Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2014 confirming the reported event of transmitter failed error.